Event description:
Country of complaint: (B)(6). Complaint description: thread breaking without force.

Manufacturer narrative:
United states reporting agent notified: (B)(4) 2014. Complaint description: thread breaking without force. Samples received: 4 unopened and 1 open pouch. There are no previous complaints of this code/batch. There are(B)(4) units in OEM stock. OEM received four closed samples and one open pack with a detached needle (there is no thread inside the pack). OEM tested the knot pull tensile strength of the closed samples received and the results conform to eom requirements. Additionally, OEM has tested the needle attachment of the closed samples received and the results conform to the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to eom requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.